Manufacturer narrative:
One temp ging cuff spline 5.0 mm 6.5 flare 5 mm cuff (1820) was returned for investigation. Visual inspection of the as returned product identified wear about the device drive feature, and the threads are noted to be warped. Functional testing was performed for the returned product and it was determined that the healing cuff was able to seat into the implant. DHR review was completed and it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. A root cause could not be determined. (B)(4). The following sections have been corrected: g3: checked report source: foreign.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Not returned.

Event description:
It was reported that a gingival cuff (1820) got stuck in the implant during the placement. The cuff was removed and another one was placed.